Event description:
The account reported the right foot brake caster will set but not hold. The bed is located in the warehouse of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the brake had a damaged stem which also damaged the brake caster support. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake steer caster and support to resolve the issue. Based on this information, no further action is required.